Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported third degree burn could not be conclusively determined.

Event description:
Following a left lumbar radiofrequency ablation procedure a third degree burn occurred at the grounding pad site. When the procedure was completed and the grounding pad was disconnected from the generator and removed, redness and blistering was observed at the right lower lumbar region where the grounding pad had been placed. The grounding pad had not overlapped any other pad, there were no wrinkles or lifted edges as well. The patient was noted to have dry skin. Tape and gauzed were applied to the burn and a triple antibiotic ointment was recommended. On (B)(6) 2019 the customer was informed the second degree burn had progressed into a third degree burn and burn ointment was prescribed for treatment.